Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the event involve a pt while int the cardiac cath lab (ccl) during use. The md inserted the intra-aortic balloon (iab) via femoral with no issues. Within minutes the pump alarmed he (helium) loss 3. The pump was switched out with no change; the second pump continued to alarm he loss 3. As a result, the iab was removed successfully. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy while switching out the pump and then removing the first iab with no harm to the pt. The pt outcome is the pt is alive. Ref MDR # 1219856-2013-00054 for the second event involving the same pt. The two autocat2 wave pumps used in this event were s/n (B)(4). Pump strips were generated.